Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation and was initially inflated at 14 atmospheres for about 10 seconds.. However, during the second inflation at 14 atmospheres about 10 seconds, the balloon ruptured from the center to distal tip side. The device was removed from the patient and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.